Manufacturer narrative:
A cassette sample was not returned for eval. However, a fluidics module was returned and signs of fluid ingress were confirmed. Based upon similar reports, the root cause for the reported event have been associated to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure spec (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags to cracking pressures in the lower tolerance zone. Additionally, an add'l elastomer mold was purchased in 2010. Testing has shown that elastomers mfg on this newer mold have a better pressure tolerance than the previous elastomer mold and will be an enhancement to the product performance with respect to leakage. The elastomer from this new mold has been validated and placed into production. (B)(4).

Event description:
A customer reported, a system message displayed during a procedure. It was also noticed that there was fluid around the fluidics module region. The system was exchanged to complete the case following a 5-6 min delay. There was no harm to the pt.